Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a vats left lower lobectomy procedure, while the surgeon was firing on the pulmonary artery, the device stapled as intended but the knife blade did not retract. Device could not be removed from the artery. Reverse was attempted with no success. Manual override was used to remove the device. The staple line was fully intact and formed properly. No additional device was needed to complete the procedure. There was no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2021. See attached user facility medwatch # (B)(4).